Event description:
Litigation alleges that the patient suffered debilitating pain and discomfort in hips and legs, thereby interfering with her ability to perform activities of daily living. (Left hip) the patient is a resident of ca. Update - patients revision operative records were received. Records indicate the patient was revised to address a pseudotumor. Upon revision a bourbon colored fluid was encountered in the hip joint. Also noted was a greenish gray staining of the pseudocyst, no bony ingrowth of the acetabular cup, and corrosion around the trunnion. The stem and sleeve were added to the complaint and the complaint re-opened.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the femoral stem product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided regarding the reported stem corrosion. It is known the asr platform was voluntarily recalled from the market. Based on the inability to determine root cause, the need for further corrective action has not been indicated.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.